Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused a cardiac event. The patient was hospitalized and subsequently expired. In the previous report, b2, h7 and h9 were omitted. They are corrected on this report. H1 was incorrectly checked as malfunction. H1 should be marked as death and is reflected in this report.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's sound abatement foam became degraded and caused a cardiac event. The patient was hospitalized and subsequently expired. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated in this report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused a cardiac event. The patient was hospitalized and subsequently expired. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.